Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the devices as they remain implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and aneurysm enlargement of 24.9mm complaints are confirmed. The distal migration of the proximal cuff complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms for this complaint could be determined. There was concomitant product usage (ovation extension) in the right common iliac artery and off label iliac diameters. It is unlikely this contributed to the reported event. Migration of the secondary proximal extension could not be confirmed. There was a revision of a previously placed graft- cautionary product use condition. The final patient status was reported as being in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. H3 other text: device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal on (B)(6) 2015. The routine follow-up computed tomography (CT) scan on (B)(6) 2020 identified aaa sac growth (5.4cm to 7.2cm). Reintervention was on (B)(6) 2020, treating a type ib endoleak of the right common iliac artery, a type ia endoleak and stenosis of the left common iliac artery, and aortic sac growth of 16mm with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal and an ovation ix extender. (Previously reported under MFR#: 2031527-2020-00109). The routine follow-up CT scan on (B)(6) 2024 identified that the aneurysm has enlarged to almost 10cm. There is no identifiable endoleak. However, the proximal extension appears to be in the very distal neck and is a possible type ia endoleak. Reintervention plans have not yet been provided. The patient status is good.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the devices as they remain implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and aneurysm enlargement of 24.9mm complaints are confirmed. The distal migration of the proximal cuff complaint is unconfirmed. The additional endovascular procedure (tertiary completed (B)(6) 2024) complaint is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms for this complaint could be determined. There was concomitant product usage (ovation extension) in the right common iliac artery and off label iliac diameters. It is unlikely this contributed to the reported event. Migration of the secondary proximal extension could not be confirmed. There was a revision of a previously placed graft- cautionary product use condition. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse event: updated. B5: describe event or problem - updated. B6: relevant tests and lab data - updated. G3: awareness date - updated. H6: health effect - impact code - remove 4614. H10/11: additional manufacturer narrative - update.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal on (B)(6) 2015. The routine follow-up computed tomography (CT) scan on (B)(6) 2020 identified aaa sac growth (5.4cm to 7.2cm). Reintervention was on (B)(6) 2020, treating a type ib endoleak of the right common iliac artery, a type ia endoleak and stenosis of the left common iliac artery, and aortic sac growth of 16mm with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal and an ovation ix extender. (Previously reported under MFR# 2031527-2020-00109). The routine follow-up CT scan on (B)(6) 2024 identified that the aneurysm has enlarged to almost 10cm. There is no identifiable endoleak. However, the proximal extension appears to be in the very distal neck and is a possible type ia endoleak. Reintervention plans have not yet been provided. The patient status is good. Additional information was received reporting that reintervention was performed on (B)(6) 2024. The previously implanted device were relined with the implant of an alto abdominal aortic system. The type ia endoleak was successfully sealed and the patient is doing well.